Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized in september, (B)(6) due to diabetic ketoacidosis and was in the intensive care unit. It was reported that the customer had blood glucose levels between 500mg/dl and 602mg/dl during the hospitalizations. The customer was wearing the insulin pump at the time of the hospitalizations. It was also mentioned that the emergency medical services was called and treated the customer prior to the hospitalization. Excessive no delivery alarms was also mentioned. Advised to discontinue use of the insulin pump. No additional information was provided.